Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their blood glucose via manual injection. Customer performed the high pressure test and received a no delivery alarm. Customer changed out their entire set and was advised to follow up with their healthcare provider in regards to their high blood glucose levels.